Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a call they were unable to unscrew the cap off the needle to attach the ez connect. They used another needle and was able to gain access. The patient is in the ICU however there was no harm to patient with the delay.

Event description:
It was reported that during a call they were unable to unscrew the cap off the needle to attach the ez connect. They used another needle and was able to gain access. The patient is in the ICU however there was no harm to patient with the delay.

Manufacturer narrative:
Qn# (B)(4). The DHR file is not available for review in the us. Received one (1) cannula from a 9018-vc-005 ez-io 15mm needle (box of 5... Needle was not returned. Upon receipt the cannula was visually examined for any signs of abuse/misuse/damage. The sample was returned loose, with no packaging returned. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint cannot be confirmed. Only the cannula component of the needle set was returned. Without the stylet it cannot be determined if there was a "to tight" or "sticking" condition that existed between the stylet and the cannula hubs. The threads on the cannula hub were examined under a microscope for any visual signs of abuse/misuse/damage. Nothing noted. The complaint cannot be confirmed.